Event description:
It was reported that pump declared an alarm 20 during operation. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted by instructing the customer to load a new cartridge; however, the alarm reoccurred. The decision was made to replace the pump, and the customer was instructed to use mdi as a backup therapy. Technical support confirmed the shipping address and instructed the customer on returning the pump using a prepaid label within 10 days, which the customer acknowledged.